Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of peritonitis in a patient, coincident with dianeal therapies. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized. The cause of the peritonitis was not reported. On (B)(6) 2012, the patient began treatment with cefazoline and gentamycin). At the time of reporting, antibiotic treatment was ongoing. The event of peritonitis was unrelated to baxter products. Follow-up was conducted on (B)(6) 2012. The patient is indicated to transfer to hemodialysis because of increased brain pressure.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This complaint is not confirmed. No malfunction or use error was identified.